Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
In 2007, patient implant of a 28-16-135l bifurcated device and a 28-28-75l proximal extension. Follow up CT revealed a proximal type I endoleak. In 2009, the patient was treated with a 28-28-95rl suprarenal proximal extension with good results.